Event description:
It was reported that this lead was difficult to remove during a generator changeout procedure due to normal battery depletion (nbd). The lead was stuck in the header of the previous device; therefore, it was left capped. A new lead was implanted. No additional adverse patient effects were reported.